Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a winterthur generic hip product on an unk date. It was reported on (B)(6) 2014 that patient had injuries after breakage of hip prothesis.